Event description:
Patient presented to the physician with infection, open wound, and visible stimulation lead. Physician brought the patient into the operating room and removed the entire inspire system. Physician prescribed antibiotics after the procedure. This resolved the issue.

Event description:
During the implant procedure, while using the medtronic catheter passer, a bleed occurred at the neck incision. Physician made a vertical incision which extended from the midportion of the chest incision line superiorly, directly over the location of the soft tissue tunnel. Dissection was performed to ensure system integrity and locate the bleed. The lead wire could be seen passing directly through a vein that was coursing transversely across the neck. The vein was divided and ligated on both sides, completely controlling the bleeding. This resolved the issue.